Event description:
It was reported to philips that the live monitor was not displaying. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. Field service engineer (fse) inspected the system onsite and confirmed that the live monitor display was blank. A review of system logfile that the malfunction was not confirmed. Upon functional testing, fse found that the monitor was not switching on. Fse ordered the monitor. Customer replaced the monitor. After replacement system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was resolved but the malfunction was not confirmed. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.